Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, component codes, investigation conclusions, medical device ¿ problem code). Corrected fields: date of event, e1 (event site email). A getinge field service engineer (fse) inspected the unit and reported saline build up inside the pim and safety disk. The fse replaced the pim assembly ((B)(4)) and 30psi transducers recalibrated. The unit passed all funtional and safety test per manufacturer specifications.

Manufacturer narrative:
Due to character limitation e1 (event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had autofill failure. No harm reported.